Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade IV.

Event description:
Healthcare professional reported a right side capsular contracture baker grade IV and exchange due to concerns with the product. Device remains implanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: a5, a6, b5, d6b, e1, h6.

Event description:
Healthcare professional reported a right side capsular contracture baker grade IV and exchange due to concerns with the product. Device has been explanted and replaced.

Event description:
Healthcare professional reported a right-side capsular contracture baker grade IV and exchange due to concerns with the product. Device has been explanted and replaced.

Manufacturer narrative:
Additional, changed, and/or corrected data: d9, h3, h6 device evaluation: the device related to the reported event anxiety-product/procedure and capsular contracture was received on april 29, 2025. With lot number 2034662. Based on the product analysis performed, the assessments of the complaints are: anxiety-product/procedure: unable to observe as it is not related to the manufacturing process. Capsular contracture: unable to observe as it is not related to the manufacturing process. As per the investigation procedure, creases, wear abrasion and deformation were completed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required.